Manufacturer narrative:
Product complaint # (B)(4). Date sent: 01/06/2020. D4: batch # t5cu3f. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 9/20/2019. Batch # unk.   The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What surgical procedure was performed? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Just to confirm, was a complete transection of the white breakaway washer visually confirmed? Can more information be provided about the staple line? Were any staples visible at all in the section where staples had not been deployed? Were any malformed staples identified? What was the location along the circumferential anastomosis where the staples had not been deployed? Was the ileostomy planned or performed due to issues experienced with the device? What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, the device was fired in one clean firing stroke as per instructions for use (IFU), 2 doughnuts and 1 plastic washer ring were inspected and intact, the anastomosis was then leak tested and a leak was detected. Upon further examination with the camera scope, it was visible that there was a section of the anastomosis where staples had not been deployed. Device is waiting to be collected. The anastomosis was over sewn and a loop ileostomy created. No harm to patient, no adverse reactions reported since.